Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system total protein module tpm disabled itself. Customer reported that there was a lot of dried blue reagent around the module and that it was wet. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) changed a leaking syringe for the reagent pump and the stirrer bar. The fse performed calibration and multiple quality control precision runs. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).